Manufacturer narrative:
Date of report: 21jul2021. (B)(4). It is unknown if the device was in patient use when this event occurred. Additional information has been requested.

Event description:
It was reported there was a battery failure in a v60 device. Patient or user involvement information is unknown but has been requested. There was no report of patient or user harm.

Manufacturer narrative:
Based on the information provided, it is unknown if the unit was used on a patient at the time of the reported event; however, no patient harm or injury has been reported. The authorized service provider(asp) determined that the battery needed to be replaced. The asp replaced the battery, and the issue was resolved.